Event description:
It was reported that a high shock impedance (>200 ohms) resulted in an alert from this subcutaneous implantable defibrillator (s-ICD) system. It was hypothesized that this electrode conductor had fractured and the electrode was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse patient effects were reported. This electrode was included in the june 2021 emblem lumen advisory population. The electrode is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that a high shock impedance (>200 ohms) resulted in an alert from this subcutaneous implantable defibrillator (s-ICD) system. It was hypothesized that this electrode conductor had fractured and an electrode replacement procedure was scheduled, but has not yet occurred. This electrode was included in the june 2021 emblem lumen advisory population. The s-ICD electrode was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The electrode was received for analysis.